Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the patient's wife reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as unreadable while using the ilet system overnight. The caregiver administered two doses of glucagon and the user was transported to the hospital by emergency medical services where the user remained hospitalized for treatment and was discharged on (B)(6) 2026. No long-term health effects were reported.